Event description:
The customer reroted that the system monitor were blank. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse and interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.